Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that one month after an intraocular lens (iol) was implanted, it was exchanged for another lens due to the patient having glare and diplopia. Additional information was requested.